Event description:
A facility representative contacted baxter product surveillance to report over infusion during patient use. The medication to be infused was heparin. The patient was admitted to the hospital due to unknown reason. According to the reporter the incident took place in 2007 during night shift. The nurse that was in charge with the patient was not available for interview, however she was described as very experience; therefore it is very unlikely that a use error occurred. The patient medical history, admitting diagnoses or clinical outcomes were not provided, however, it was reported that protamine sulfate was administered to the patient in order to neutralize the effect of heparin. No other information available at this time.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 19, 2007. The actual sample was discarded. A request has been made for companion samples to be returned for evaluation. Should the samples be returned, a follow up medwatch will be submitted.